Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels in the past. The customer's blood glucose was over 600 mg/dl. The customer treated the high blood glucose with manual injections. The customer did not receive any alarms from the insulin pump. The customer expressed feeling nausea and weak as symptoms related to her high blood glucose. While troubleshooting, the customer stated the drive support cap appeared normal. The customer stated that she did not notice any leaks or air bubbles in the infusion set or reservoir when changing them. The customer stated that there was an instance when the tubing had blood. The insulin pump passed the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis.